Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The power supply was replaced as a preventive measure. The system was then tested and met all product specifications. The power supply has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system shut down" (loss of power). The nurse reported the system shut down during surgery. The system was rebooted and the case was completed as planned. No pt injury was reported.